Event description:
It was reported a cartridge alarm occurred during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but the alarm recurred, prompting the need for a pump replacement by technical support. The customer will use multiple daily injections (mdi) as backup therapy and was instructed to put the pump into storage mode before returning it with a pre-paid label, with the customer acknowledging these steps.